Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-06361. It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. The closure device was successfully implanted. However, the patient experienced tachycardia as air had been injected via the manifold system. No further intervention was required the patient tachycardia resolved on its own. No further issues were reported.